Event description:
Dexcom g6 sensor inaccuracy: 5:23pm g6 reading 216, finger stick reading is 177. That is a mard of 22%, which is outside the allowed 20% range. Dexcom g6 sensor inaccuracy: 7:35pm g6 reading 107, finger stick reading is 61. That is a mard of 75.4%, and completely unacceptable, "profanity dexcom".